Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. A global receiver functional test was performed on the receiver and it passed, finding no audio failure. The complaint of initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation.